Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the new zealand it was reported on (B)(6) 2024 that the patient observed occlusion at the infusion site results into alarm. The infusion set was not in used for more than 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.